Manufacturer narrative:
Concomitant products: product ID 3998, lot # v011457, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) and lead were explanted due to ¿not working.¿ no further information was provided. Follow-up has been request to provide additional details surrounding the event but was not available as of the date of this report. A supplemental report will be made available when this information is received.